Event description:
It was reported that when using the bd pyxis¿ medbank tower, system med bank application was frozen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an application failure. A technical support specialist remotely accessed the cabinet, closed the med bank application via task manager, and relaunched the application. Customers were then able to use the application without any issues. The system functioned as intended after the technical support specialist troubleshot the device.